Event description:
Patient reported capsular contracture, baker grade ii-iii. Device remains implanted. This record relates to right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-iii.

Event description:
Healthcare professional reported capsular contracture, baker grade ii-iii. Device remains implanted. This record relates to right side.

Event description:
Patient later reported capsular contracture, baker grade iii.

Event description:
Patient reported capsular contracture, baker grade ii-iii. Device remains implanted and is due to be explanted this record relates to right side.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported right side capsular contracture baker grade ii-iii. Patient later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a4, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported capsular contracture, baker grade ii-iii. Device has been explanted. This record relates to right side.